Event description:
It was reported that an ilet user experienced episodes of elevated blood glucose with a measured value of 204 mg/dl, with glucose readings fluctuating in and out of range and the cause unclear; customer support and a clinician provided troubleshooting and education, including guidance to lower the cgm target and turn off the secondary target, and assisted facility staff with pump supply change steps. Customer care provided support that included guided troubleshooting with education. Investigation of this case revealed no device malfunction reported and successful completion of a supply change with continued monitoring planned. Symptoms included anxiety, distress and headache associated with hyperglycemia. Outcomes included no injury, no hospitalization, and no alerts or alarms. It was concluded that the event involved hyperglycemia of unclear cause, with user-directed setting adjustments and education provided to mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.